Event description:
It was reported that the patient presented to the clinic on (B)(6)2022 with non-sustained right ventricular oversensing (nsrvo) alert. During examination of the right ventricular (rv) lead, it was noted that the alerts were caused due to lead noise. Programming changes were made to the rv lead. The patient was in stable condition.